Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reported a high rate of false positive results for flu b on lot 709737. Some results were confirmed to be negative, the customer did not specify the confirmatory method. All patients were considered symptomatic. Customer reported at least 6, but were unable to provide an exact number. Report 6 of 6.